Manufacturer narrative:
(B)(4). The following sections could not be completed: sterile date - ni. Manufacture date - ni. Report source - foreign: event occurred in (B)(6). PMA 510(k): this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet us manufactures a similar device that is cleared or distributed in the united states under 510(k) number k911684. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a closed reduction of hip prosthesis approximately 15 days post-implantation due to subluxation. The patient was subsequently revised two days later due to the subluxation. All components were revised.